Event description:
On (B)(6) 2010, it was reported by the distributor that a versitomic acl flexible guide pin broke while being drilled into the femur of a patient by a physician. According to the distributor, the fragment was able to be removed and a new versitomic acl flexible guide pin was used to finish the procedure successfully. It was also reported that there was only a 5 minute delay to the procedure.

Manufacturer narrative:
Investigation not yet completed since the involved device has not yet arrived for evaluation. However, the surgeon confirmed that he didn't follow the surgical technique as defined in the instructions for use.